Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no mention of any impact to the customer's blood glucose level, so it was assumed to be within normal range. The customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes to see if the pump would start charging, with a follow-up planned by technical support. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.